Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported a leakage on the vent filter (under the spike) during a paclitaxel infusion. The chemotherapy leak was cleaned as per the facility's protocol. There was patient involvement and a chemotherapy drug exposure to the patient, however no patient harm.